Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that they had been receiving multiple pump error alarms starting from yesterday evening. It was verified in alarm history that the alarm occurred every 4 hours. He had to simulate the rewind sequence after every alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed active current measurement, self test and displacement test. Device was received with power error alarm due to non-sleep anomaly software error. Device was received with high sleep current due to corroded battery tube.